Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Cause was not known. Reportedly, the customer was unable to be awakened resulting in a paramedic visit. Paramedic administered d50 and glucagon to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.